Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons error alarm. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump did not change altitude. Customer stated that they did not press a button down for 3 minutes or longer. Customer was advised for revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the left and go back keypad buttons were not working. After swapping the boards into another case, the keypad problem resolved itself. After further review, there was corrosion underneath both of these buttons. Unable to perform displacement, and self tests due to the keypad anomaly.